Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 18mm amplatzer cribriform occluder was chosen for implant using a 9f amplatzer trevisio delivery system. During the procedure, the device was advanced and deployment was attempted as part of a multi-fenestration atrial septal defect case, in which two occluders were placed to address the defect. Upon assessment, poor apposition of the 18mm amplatzer cribriform occluder was observed, and based on clinical judgment, appropriate positioning could not be achieved. The implanter reported that the device was removed prior to the occurrence of any device-related issues, and there was no allegation of malfunction associated with the abbott device or the procedure. Consequently, the 18mm amplatzer cribriform occluder was retrieved prior to release and removed, and the procedure was continued without implantation of that device. The event was considered to be largely attributable to the patient¿s tissue morphology. The patient remained hemodynamically stable throughout the procedure, with no clinically significant delay and no patient issues or adverse events reported during or after the procedure.